Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the pacemaker (pm) had entered elective replacement indicator; the physician suspects premature battery depletion. The physician elected to explant and replace the pm. The patient condition was stable.

Manufacturer narrative:
Correction: h6 - this report is to refresh codes in h6 to address the product analysis, it was previously not reported

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was at elective replacement indicator (eri) level upon receipt and reached end of life (eol) during lab analysis due to having been programmed to high pacing output settings. Analysis of device image indicated autocapture was enabled during implant period. Further analysis performed did not find any anomaly with device at end of life (eol). Longevity assessment was performed, and implant duration exceeded total projected longevity indicating normal battery depletion.